Manufacturer narrative:
H3: the pipeline flex shield device was returned for analysis, stuck inside the returned phenom 27 catheter. The pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. No kinks or bends were found on the pusher wire. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle part was fully open without damage. No other anomalies were found. The pipeline flex shield device was removed from the phenom 27 catheter lumen without difficulty. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be determined, as the returned pipeline flex shield braid¿s distal end was found to be open and frayed. Also, the braid¿s proximal end was open and frayed. However, the root cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was minimal, and the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open issue. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing/re-sheathing the b raid against resistance, or deploying or re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying) and hypotube (stretched) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield device through the returned phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic artery with a max diameter of 4.2 mm anda 3.1 mm neck diameter. The landing zone was 4.5 mm distally and 4.8 mm proximally. The access vessel was the femoral artery with a 5mm diameter. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. Angiographic result post procedure showed normal blood flow. It was reported that the pipeline tip was frizzy and deformed, making it impossible to open. The surgeon repeatedly tried for 20 minutes but still couldn't open it, forcing the phenom 27 catheter and stent to be removed from the body. Upon removing the stent, the deformed mesh at the tip was clearly visible. A new microcatheter and stent were used as replacements, and the procedure was successfully completed. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. It was resheathed more than 2 times. It was removed and resheathed from the patient with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a fg15150-0615-1s, catheter a and stent ped2-475-18.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.